Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018, explanted: product type catheter h6: codes have been updated as it was noted no catheter disconnect occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient had increased pain issues so was evaluated by another hcp. It was noted the catheter was not disconnected. The patient still had the same pump and catheter. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received.

Manufacturer narrative:
Concomitant medical products: product ID :8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone, bupivacaine, and clonidine (concentrations and doses unknown) via an implanted pump for spinal pain. It was reported on (B)(6) 2020, the patient came to the office for a follow-up visit. It was noted the patient had been evaluated by the pain management physician and apparently had performed some investigations including a possible side-port injection. He had reduced the setting of the intrathecal pump. He had told the patient that her intrathecal catheter was not connected to the pump. He also considered adding ziconotide to the intrathecal medications. He was considering how returns removed the entire pump. It was reported he had been giving her oral medications including hydromorphone 8 mg, three times a day and pregabalin. This had been making her quite sleepy. It was noted the patient was distressed about the entire situation. Further information was not provided.